Manufacturer narrative:
The device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected insulin flow blocked alarms or pump error alarms noted during testing however, pump error alarm (variable 3) confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly.

Event description:
The customer reported via phone call that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was 138 mg/dl at the time of incident. Customer reported that they received insulin flow blocked alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer reported that they performed self test an displacement test and test was passed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.